Event description:
Patient was revised bilaterally to address bursitis and slightly elevated cobalt levels (4.5). Chromium levels were within normal range at 1.2. There were no intraoperative signs of metallosis or tissue damage.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. An x-ray was the only information obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.